Event description:
The customer reported to olympus, a routine microbiological culture was performed on all channels of the evis exera ii ultrasound gastrovideoscope. The scope tested positive for greater than twenty-five (25) colony forming units (cfus) of bacteria. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested, however the results were not available. The air/water channel, auxiliary channel, balloon channel, and forceps elevator channel were flushed. The scope was precleaned with neodisher detergent. There was an aspiration of water through the instrument/suction channel as well. The scope was manually cleaned with novaclean brushes and olympus brushes. The scope was not manually disinfected. The aer used was a soluscope 4 along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored horizontally in a surestore endoscope storage & transportation every procedure weekly. The maintenance of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, and the distal end of the scope were cultured. The channels tested positive for one (1) cfu of gram-positive bacilli. The distal end tested positive for less than one (1) cfu of bacteria. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the mouthpiece pin on the electrical connecter was loosened. The bending section cover glue was separated. The channel mount on the control unit damaged. The guide channel on the distal end was damaged. The angulation right/left/up/down knobs were less or specified value and had play. The connector driving unit on the ultrasonic connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to recommendation. The following is included in the IFU: "warning: improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.